Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was not able to verify charging issue due to ac power adapter lemo connector pin# 1 and 2 are broken off and missing. Pin# 3, 4 and 5 are burnt/ melted. The service technician scrapped the ac power adapter. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model palmtop ventilator revel has no output from charger. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.